Event description:
During a ureteroscopy stone extraction with laser lithotripsy, the stone cone retrieval wire was severed. The stone cone was retrieved with a grasper. Subsequent exam of the ureter revealed a perforation to the back wall of the ureter. A stent was inserted to remain 4-6 weeks to insure healing of the ureteral perforation. The device was received and evaluated by the manufacturer. The engineering evaluation indicated that the device was in two pieces, with no visible residue. The device was fractured completely through the first coil on the proximal end of the coil. The fracture appeared frayed and discolored, which is consistent with excessive or prolonged laser exposure. A lot history search revealed no prior complaints being reported against this product lot. The possible root cause of this complaint is user error. The dfu clearly states laser settings and proximity to the device. The device was exposed to excessive or prolonged laser exposure.